Event description:
A 3.0 mm diameter x 24 mm length endeavor rx drug-eluting stent was being used to treat a pt with uap. The physician delivered the guide catheter and performed pre-dilatation at rca#1, the target lesion, and attempted to deploy the relevant stent. But he noticed that the target lesion was incompletely dilated, and the relevant stent had not been deployed was confirmed. He investigated and found that the relevant stent was dislodged from delivery system in vitro and confirmed inside of the protective sheath. The device was returned for evaluation. Although the event description indicated that the physician had inflated the balloon of the device in the pt, the proximal and distal balloon pillows were evident and the balloon folds were undisturbed confirming that the balloon was not inflated and had not been subjected to pressure. The stent was returned caught inside the sheath. It was removed from the sheath where several gaps were noted between the stent crowns. No other damage was noted to the stent. It appears most likely that the profile of the stent was disturbed during removal from the balloon. There was clear evidence of crimp/bake impressions on the balloon working length. The returned proximal sheath ID met the mfg specifications for a sheath of this size confirming that there was no interaction/ restriction between the stent and the sheath. The distal neck of sheath was noted to be damaged most likely due to handling. The info received indicated that the absence of the stent on the balloon was noted during the procedure upon balloon inflation. Add'l info received confirmed that the device had not been inspected prior to use as is recommended in the endeavor rx instructions for use (IFU). It was also reported that the physician was treating a pt with unstable angina pectoris (uap) which is listed in the contraindications/prohibitions of the IFU. Mfg controls are in place to ensure each stent is crimped onto the balloon at a specified force. The presence of crimp bake impressions on the returned balloon indicates that the stent was crimped onto the balloon during the mfg process. The possibility exists that the stent slippage may have occurred due to the handling technique used when removing the device from the hoop. Although, recreation studies have shown that the incorrect placement of the fingers over the hoop can result in removal of the stent along with the sheath and stylette based on the condition of the returned stent, this cannot be determined as the root cause of this event. Although, it was confirmed that the physician did not inspect the stent prior to use this would have no impact on the stent slippage, therefore, no root cause for this complaint can be determined and no conclusion can be drawn. Reported that there was no health hazard to the pt and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): results: (device not inspected prior to use & used to treat a pt with uap contravening the IFU). Conclusion: (for the slippage of the stent off the device.